Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported, the sensor was inserted into the abdomen on (B)(6) 2018. The patient stated there was a knot on his abdomen where the sensor was inserted, and it was red, swollen, painful and infected. The patient went to their doctor on (B)(6) 2018 and was prescribed antibiotics. The doctor referred the patient a surgeon as the patient believed the sensor wire remained in their skin. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient's mother provided additional information. The patient¿s mother reported a detached sensor wire occurred in november 2018. The patient developed an abscess and was evaluated by a physician. The physician incised the area, removed an abscess and took a biopsy; however, the pathology report did not confirm the presence of the wire. The patient was hospitalized and was treated with antibiotics. No further event or patient information is available.